Event description:
Customer reports that she received results of 348mg/dl, 205mg/dl, 146mg/dl, 157mg/dl, and 159mg/dl on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.